Event description:
It was reported that during a cholecystectomy procedure, the tissue pad came off when the tip of the device was wiped with gauze. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.